Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. (B)(6). Device history records was conducted. The report indicates that the: manufacturing location is: (B)(4), manufacturing date: 23. July 2013, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure, sternal closure was performed on an unknown patient. The tensioning instrument failed, it did not work and was broken. No fragments fell into the patient. The procedure was completed by the surgeon tightening manually. No adverse event to patient. No delay to procedure. Surgeon was happy with the outcome of the procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was performed. The investigation of the complaint articles indicates that: the returned instrument was compared to a functional test instrument. Root cause: the returned instrument was found to be incorrectly clinically reprocessed (insufficiently or not lubricated) which lead to the malfunction in the or. As a results the zipfix implants cannot be tensioned as tight as with the functional test instrument. The cutting of the implants is as per the design intent with both instruments. The same functional comparison was done after lubricating the returned instrument following the instructions as per surgical technique. It was observed that the returned instrument could achieve the intended tension of the implant around the sternum bone model used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product investigation was completed: the received instrument has no visual evidence of wear. A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. No non-conformance reports were marked in the DHR during production. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The returned instrument was compared to a functional test instrument. The returned instrument is less smooth in its tensioning function; this is based on tile not performed or insufficiently performed lubrication of the instrument. As a result the zipfix implants cannot be tensioned as tight as with the functional test instrument. The cutting of the implants is as per the design intent with both instruments. The same functional comparison was done after lubricating the returned instrument following the synthes instructions as per the surgical technique, section maintenance of application instrument. It was observed that the returned instrument could achieve the intended tension of the implant around the sternum bone model used. No design related root cause has been identified on the returned instrument. The root cause is related to the insufficient or not performed lubrication step during the reprocessing cycles, which lead to the malfunction in the operating room. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient identifier is not available, but a patient was involved in the incident. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.